Manufacturer narrative:
(B)(4). Foreign - the event occured in (B)(6). Concomitant medical products and therapy date detail of product: ref : 00801802802 - femoral head 12/14 taper - batch : 63015862; ref : p0561e50 - avantage e1 insert 28 size 50 - batch : 0001231005; ref : 00784802300 - kinectiv modular neck - batch : 6395804; ref : 65771301200 - femoral stem 12.5 hatcp- batch : 63771596. The device was not returned to the manufacturer. Therefore it could not be analyzed the device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to the available data, the exact root cause of the event cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial hip procedure on (B)(6) 2018. Subsequently the patient was revised on (B)(6) 2018 due to infection. The liner and head components were removed and replaced.